Event description:
The patient had a penile prosthesis and pump implanted. Since the date of implantation, the prosthesis would inflate spontaneously. The physician could not reproduce the inflation. The patient decided to have system removed.